Event description:
It was reported that during preventative maintenance testing at the hospital the infusion pump allowed a large air gap in the IV tubing to pass through the device undetected. There was no pt involvement.